Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shortly after implant, this right atrial (ra) lead exhibited low intrinsic sensing measurements. An x-ray was taken and confirmed the lead dislodged. A revision procedure was performed and the ra lead was successfully repositioned. No additional adverse patient effects were reported.